Event description:
A u.s. Distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger was resetting. The failure was due to contamination on the battery board pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination.the root cause for the contamination was ingress of an unknown liquid.lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.no adverse event resulted from the damaged charger.